Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on august 12, 2009 alleging a display issue with her one touch ultrasmart meter. She indicated that she replaced the battery a "few days ago" and since then she sees a bluish line in the middle of the meter's display when she inserts a test strip. It is unk if the pt tested her blood glucose after the display issue. It was noted that the pt was taking her usual dose of humalog and lantus after the display issue occurred. A few days later, the pt reportedly was found unresponsive when she was sleeping. Her husband contacted the ambulance who then treated her with a glucagon injection. According to the csr documentation, the display issue was not resolved with troubleshooting. This complaint is being reported because the pt allegedly became unresponsive a few days after the display issue occurred. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.